Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a lower extremity diagnostic arteriogram. Reportedly, when the plunger was depressed, it sounded funny. A posterior cuff miss occurred. The device was difficult to remove and when it was removed, the foot was not completely closed as the knot and suture were stuck in the foot. A second proglide device was used and it also sounded funny when the plunger was depressed. A cuff miss occurred. When the device was removed, the knot was untied. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported needle to cuff miss/ suture retrieval issue was confirmed. The reported difficult to remove the closure device, foot retraction problem and funny noise could not be confirmed. Based on a visual, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. There is no indication of a product deficiency. Additionally, ten unused, sterile proglide devices with the same part number and lot number as the complaint device were returned for evaluation. All unused devices passed visual and functional testing. A cause for the reported experience could not be determined based on the investigation findings from the tested sample. Based on a visual inspection and functional analysis of the returned devices, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information. The other proglide device is filed under a separate medwatch MFR number.